Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certifcates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is the surgeon's decision to remove the implants solely as a precaution. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7050-90, lot# 373332, mfd. 06/01/2015, expires 2020-06, (B)(4). 2nd (middle): ifuse implant, p/n 7050-90, lot# 373332, mfd. 06/01/2015, expires 2020-06, (B)(4). 3rd (inferior): ifuse implant, p/n 7045-90, lot# 353339, mfd. 04/07/2015, expires 2020-04, (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2015 where three implants were placed. The patient later had a lumbar fusion with devices unrelated to the si joint implants. The lumbar hardware broke and was replaced. The patient contracted an infection due to the lumbar hardware replacement procedure and the infection had spread to the si joint. The surgeon decided to remove all the si joint implants as a precaution. The infection was not related to the si joint implants.